Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
(B)(6). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.0/+1.5/079 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as device: "too big length of icl 13.7 for this eye. Dissociation between the real size of posterior chamber and predicted by calculator."